Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Gagged - mouth [retching], piece of toothbrush head came off in mouth [device breakage]. Case description: an adult female of unspecified age reported that one of the pieces of an oral-b brushhead, version unknown came off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. It was reported that she had gagged, but had recovered. She noted that it didn't look like anything had sheared off. Product use was discontinued on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
On 09-sep-2016 product investigation results: the reporter returned one toothbrush head on 27-may-2016. The result of the analysis done with the consumer return showed that wear led to the complained issue. No manufacturing fault identified

Event description:
Gagged - mouth [retching]; piece of toothbrush head came off in mouth [device breakage]. Case description: an adult female of unspecified age reported that one of the pieces of an oral-b brushhead, version unknown came off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. It was reported that she had gagged, but had recovered. She noted that it didn't look like anything had sheared off. Product use was discontinued on (B)(6) 2016. No further information was provided. On 27-may-2016 reporter returned 1 toothbrush head that was identified as an oral-b dualaction brushhead. No further information was provided.